Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a red heart alarm while at home and when the pt attempted to exchange his system controller he became unconscious. The pump was off for an unknown amount of time. The ems took the pt to ed, the pt was coded and backup system controller was connected to pt. Pt was then pronounced dead. Additional info was received from the vad coordinator the pt received a yellow wrench alarm and disconnected his driveline. The pt's wife was not in the room when it happened but she heard the alarm and when she got to the pt, he was unconscious. It was reported that the pt had his av sewn closed. The vad coordinators were unaware of this until the pt expired and was told by the physician. The pt's wife did not attempt to reconnect the driveline. The pt's wife got flustered, called 911 and then called the vad coordinators. The ems was at the pt's home when the pt's wife was on the phone with the vad coordinator and the ems would not speak with her. The vad coordinator heard the paramedic refuse to speak with her. By the time the pt got to th e hospital, the pump had been off for more than 30 minutes. The ER nurse reconnected the driveline but then got direction to the backup system controller prior to the pt arriving to the hospital. This was not user error (pt's wife) but a failure to listen to the vad coordinator by the ems crew. There was also no attempt made to switch that pt back to his primary system controller. No other actions were performed between the time the pt left the house and his arrival at the hospital. The vad coordinator reported that there was nothing wrong with the end of the driveline since the hospital staff was able to connect the driveline without issue in the ER. The vad coordinator also provided the following results from the autopsy that was performed. "Cardiovascular system: intact lvad without evidence of thrombosis or cannula disruption. Bioprosthetic aortic valve, patent and without evidence of thrombosis or cannula disruption. Pericardial adhesions with partial obliteration of the pericardial sac marked dilation of left atrium and ventricle. No gross evidence of myocardial infarction or focal lesions."

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.